Event description:
It was reported that the insulin pump buttons were unresponsive and alarmed button error. Troubleshooting was done. Customer stated that insulin pump got dropped before. Customer's blood glucose was 6.4 mmol/l and most recent blood glucose was 13.1 mmol/l. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
No button error alarm during testing. The insulin pump had unresponsive up button due to corroded keypad traces. The insulin pump was unable to perform any test due to unresponsive button. No unexpected numbers ramping/scrolling during testing. The insulin pump had battery cap stripped battery cap coin slot, minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip, missing o-ring, cracked case at reservoir tube window corners and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.